Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Correction: updated section PMA/510(k) number.

Event description:
Procedure performed: endoscopic nipple-sparing mastectomy event description: it was observed during a cadaver lab, that the shield from the trocar sleeve became dislodged. The shield was found in the breast cavity. Following the procedure the shield was retrieved and no other components were found. Intervention: na patient status: na - cadaver.

Event description:
Procedure performed: endoscopic nipple-sparing mastectomy. Event description: it was observed during a cadaver lab, that the shield from the trocar sleeve became dislodged. The shield was found in the breast cavity. Following the procedure the shield was retrieved and no other components were found. Intervention: na (cadaver lab). Patient status: na (cadaver).

Manufacturer narrative:
No product is being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.